Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that during the implant procedure, the patient had a big jolt and was not able to move his right leg after the patient jumped off from the bed while the physician still had the needle inside the epidural space. The physician did not believe that the patient¿s symptom was device related. The patient was admitted and was discharged after two days. The patient was doing well and was able to move his leg.